Manufacturer narrative:
H10: confirmation of the reprocessing status was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonvideoscope had a defective zoom. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign matter from the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage to the zoom charged-coupled device (ccd), the zoom does not work smoothly. Due to the wear of the zoom lever, water tightness is lost. The control section has foreign objects. The protector of the universal cord on the suction connector side has a scratch. The mouthpiece is loose. The switch 1 has a scratch. The suction cylinder is shaved. The plastic distal end cover has a dent. Electrical connector has discoloration due to water leakage. Due to the clogging of the nozzle, the air supply volume does not meet the standard value. The adhesive on the bending section cover has a white-clouded area and a chip. Due to the wear of the angle wire, the play of the up/down knob is out of the standard value. Due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. Due to the deformation of the up/down knob, water tightness is lost. Due to the clogging of the nozzle, the water removal ability does not meet the standard value. Part of the insertion tube is caught and pinched, and the insertion tube becomes deformed (handling issue). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.